Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the hand piece blade worked for a while then stopped, and the motor drive unit made loud noises. A second hand piece and a second motor drive units were used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-00422 and medwatch 2210968-2008-00423. The same patient is represented in each medwatch.